Event description:
It was reported that while using the surgical fiber during a prostate procedure, significantly diminished tissue vaporization was observed (no aiming beam or bubbles) at 314,000 joules of use; 160 watts and 35 minutes laser time. The procedure was completed using a second surgical fiber. Outcome: "no injury to the patient".

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild detritus buildup; the glass cap exhibits mild devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.